Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The complainant indicated that the device was contaminated; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position for biliary drainage during an endoscopic ultrasound (eus) guided choledochoduodenostomy procedure performed on (B)(6) 2021. During the procedure, the first flange of the hot axios stent was deployed successfully inside the target lesion and the second flange was deployed inside the scope channel. The physician pushed the second flange out from the scope; however, the whole stent deployed inside the lesion. The stent was removed from the patient using grasping forceps and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.